Manufacturer narrative:
The reported product is an unknown baxter homechoice cassette. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after priming, a hair was observed inside a homechoice cassette. Subsequently, the patient experienced peritonitis manifested by severe pain. The cause of the peritonitis was reported as associated with the hair. On an unreported date, the patient was hospitalized and treated with gentamicin (completed) for the peritonitis. At the time of this report, the patient reported they ¿felt better". Action with pd therapy was not reported. No additional information is available.